Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a few months post index endurant stent graft procedure the patient had a tavr (transcatheter aortic valve replacement) procedure. Shortly after the tavr procedure the patient presented with sepsis and the endurant stent graft was found to be infected. The endurant stent graft system was explanted. The physician did not know the cause of the event, but stated that it was very possible that the tavr was responsible. The physician also noted that there were no issues with the endurant stent grafts prior to the tavr procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.